Manufacturer narrative:
Investigation - evaluation: a review of documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. Complaint device was not returned to aid the investigation. No photographs of the failure were provided. Since the lot number for the complaint device is unknown, a representative device could not be obtained. As the complaint device was not returned, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. According to the customer, the patient¿s anatomy was ¿tortuous with mild to severe calcium.¿ there is no information indicating the process of removing the sheath, or if the dilator was in place when the physician attempted to remove it. Per the IFU, ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit.¿ there is no information regarding any difficulties with the procedure that may have contributed to the device failure. There is no information regarding the handling of the device during preparation of the device or during the procedure. Based on the information provided, no product returned, and the results of our investigation; it was determined that the sheath tubing might have experienced trauma due to the tortuous and mild to severe calcified anatomy of the patient. However, user technique cannot be ruled out as a root cause as there is no information provided about the technique used by the physician for sheath removal, or whether the dilator was inserted into the sheath during removal as instructed per the IFU. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor ansel guiding sheath was used in a lower extremity peripheral intervention via contralateral approach in tortuous anatomy with mild to severe calcium. It was reported, when removing the sheath from the patient the sheath snapped completely in half. A second access site was needed to remove the distal piece of the sheath. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.